Manufacturer narrative:
Device was received with intermittent select and down arrow button response due to corroded keypad traces. Device passed the self test and the displacement test. No stuck button alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call the down button not working at all. The customer¿s blood glucose level was 185 mg/dl. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The customer stated that pressing menu button takes them to the menu screen and using the up arrow allows them to navigate screens. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that block mode was inactive and an alarm was not in progress at the time the button was unresponsive also bolus menu is available and they are not seeing 0.0 when attempting to program a basal. Customer stated that the button was not unresponsive during an easy bolus attempt and also easy bolus feature was on. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.